Event description:
The tech alleged the brakes are stuck in the on position and brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found the brake cable jammed between the stiffener plate and bearings on top of brake block mechanism. The tech replaced the brake bearings, stiffener plate and cable to resolve the issue.